Event description:
It was reported, by the customer, that a sheathed balloon was inserted via the femoral vein. As per perfusion: square balloon pressure waveform 6 beats, no alarms. Blood pressure 40, lower than expected. Blood in gas line. It is possible that the balloon never entered into the aorta. As a result, another balloon was not inserted as the pt expired due to other complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.